Event description:
It was reported that when using the bd pyxis¿ es server, user reported a patient interface issue affecting all stations. No orders are crossing over, resulting in a full workflow interruption. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that patient interface issue and orders were not crossing over. The technical support specialist (tss) followed knowledge article ¿medes: interface delayed/down notice ¿to validate the interface issue and deployed a package to restart services on the carefusion coordination engine (cce) server. The issue was verified as resolved by the cce agent, and the customer was informed and acknowledged successful resolution. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.